Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away while in the nursing home. They were found unresponsive and not breathing at 0519. Nursing home personnel reported left ventricular assist device (lvad) alarm message stating "connect to power source". On ems arrival they noted the patient to be pulseless & apneic. They reported not hearing the hum of the lvad on auscultation. Cardiopulmonary resuscitation was initiated and resuscitation efforts continued in the ER. No spontaneous cardiac activity was recovered. Their pupils were fixed and dilated. The patient was declared dead at 0707. A review of the log files revealed low voltage advisories and low voltage hazard alarms due to the batteries being run down for over 22 hours. There were no other unusual events seen within the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct relationship between the device and the reported cardiac arrest and patient death could not be conclusively determined through this investigation. The account suspected that the total loss of power lead to the cardiac arrest and eventual death. The device operated as expected and will not be returned for evaluation. The submitted lvad log files contained data from the timestamp 2010-00-01 due to the full battery depletion captured in the controller log files. The file captured reduced flow between 00:23:15 and 00:25:47 before increasing back to 4.0 lpm. Lvad_opc events were captured throughout the file, consistent with parameter changes. No other notable events were captured. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-00160.